Manufacturer narrative:
The advocate did not have the customer's products at the time of the call, so product info could be obtained. It's not possible to determine the manufacture date or 510k number without the meter info.

Event description:
The advocate stated the customer rec'd a blood glucose reading of 70 mg/dl from her contour and readings between 130-180 mg/dl from another meter. If the other meter read between 177-180 mg/dl, the difference between the readings would fall in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse event was alleged. The advocate did not have the customer's meter or test strips with her at the time of the call, so it was not possible to get product info. Customer service attempted to call the customer, but her number had been disconnected. No product will be returned.